Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received pump error alarm and could not clear alarm. Customer also reported that the buttons were not responding and display screen was partially blank. Troubleshooting was performed and customer was not able to try pump with the remote. Customer's blood glucose was 245 mg/dl. Customer was advised that insulin pump would need to be replaced as pump was also cracked. Insulin pump is not expected to return for failure analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Unable to perform self test, sleep current measurement, active current measurement, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify frozen screen or keypad unresponsive or button alarm due to critical pump error.